Manufacturer narrative:
The controller backup battery was returned only. Manufacturer's investigation conclusion: the reported event of the backup battery having 153 uses was confirmed via the log file. The system controller (serial #: (B)(4)) was not returned for analysis; however, the 11v backup battery (serial #: (B)(4)) was returned for analysis and a log file was submitted for review with events spanning approximately 1 day ((B)(6) 2020 per time stamp). On (B)(6) 2020 at 20:04:52, the backup battery was uninstalled. The backup battery use count increased from 152 to 153. The backup battery was never in use during the reported event. Pump operation was not affected. Upon initial observation, pin 1 of the backup battery connector was bent. The pin was bent back into place the 11v backup battery was tested and performed as intended. The backup battery was able to appropriately operate the pump for at least 15 minutes and did not cause any atypical alarms to activate during testing. The backup battery had 255 uses upon return. The returned 11v backup battery was retested with a heartmate iii system controller and functioned as intended. The root cause for the reported event was not conclusively determined through this analysis; however, the observed bent pin has the potential to cause connection issues between the system controller and the 11v backup battery. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient presented with a backup battery that showed 0 months of life after 153 uses. The vad coordinator exchanged the backup battery. The new battery reported 31 months of life but still stated 153 uses. Log file analysis captured a backup battery not installed event on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
Section d4: correction (model and UDI number).